Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
S/w ver. 2.9d. Retainer ring = missing. Customer returned pump for an alleged exposed to moisture on (B)(6) 2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a scratched case, scratched lcd window, keypad overlay texture damaged, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1 and force sensor noted. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.